Event description:
Patient had bilateral mastectomy with bilateral augmentation surgery. Patient went to office for post op visit. Pt's right and left breast implants not the same. Imprint of sizes on implants is light and hard to see once out of packaging and on sterile field. Could this be darker? Is tinting of the breast implants possible to better distinguish size/type of implant after opening and on the sterile field? Can the breast implant boxed be altered to better distinguish the different size and types? As of now, they are all similar.